Event description:
Resident was in bed with electric bed control in her lap. Resident felt something warm and moved bed control. It felt hot to her at that time. Bed was unplugged by staff, but resident sustained a 10 mm burn on right leg proximal to knee. Resident had urinated and bed control did get wet. Device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.